Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system prompted an optical localizer faulted message during a case. Site swapped to em to continue. There was a delay of 1 hour and no impact on patient outcome. Troubleshooting was performed. A manufacturer representative (rep) opened the network device interface (ndi) toolbox and found bump detector battery fault, bump detected, accuracy assessment recommended and storage temperature exceeded.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, lot #: p905966, UDI#: (B)(4). H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera/positioning sensor unit (psu) was replaced. The psu was returned to the manufacturer for evaluation. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .493mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.